Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer experienced low blood glucose level of 51 mg/dl. The customer treated low with food. The customer also experienced high blood glucose level of 260 mg/dl and they took extra insulin and then went to low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer reported that auto mode was not automatically delivered insulin at the time of low blood glucose event. Based on customer report customer did not allege the insulin pump was over-delivering the insulin. The insulin pump will not be returned for analysis.